Manufacturer narrative:
Nineteen additional samples from the same lot number were forwarded to the supplier for further evaluation. The needles were tested per the supplier specification which requires 12.0 lbs pull out force. The results of their evaluation revealed one needle tested at 11.9 lbs. Pull out force. As a result, the supplier has implemented a material change from polypropylene to k-resin which has shown to have stronger pull test values. Section f 10 2357 - not labeled 1415 - not labeled

Event description:
Anesthesiologist report upon insertion of 17ga. Touhy epidural needle, needle separated from the hub. The needle was removed by the hcp using a surgical clamp. No further complications resulted from this incident.